Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the patient¿s symptoms was not determined. It was noted despite reading 0ml, the pump still had 2mls in the reservoir at the (B)(6) 2019 fill. The emergency room (ER) doctor thought the symptoms were caused by the pump medications and the symptoms resolved by (B)(6) 2019 visit. A catheter dye study was scheduled due to poor pain relief. No dye study had been completed yet on this patient. No further actions/interventions were taken to resolve the patient¿s symptoms and they resolved after hospital discharge. It was further reported there were no ¿catheter issues.¿ the dye study was planned to check patency due to poor pain relief. The issue with the patient¿s catheter had been resolved and the patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4). Please refer to regulatory report # 3004209178-2019-10215 regarding the analysis report. Please note, analysis results are still pending at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(6), implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at unknown concentrations and dosages via an implantable pump for degenerative disc disease and spinal pain. On (B)(6) 2019, it was reported that the patient was experiencing symptoms that put them in the hospital. It was clarified that the symptoms were that the patient was dizzy and having symptoms that seemed like withdrawal. The symptoms started on (B)(6) 2019. On (B)(6) 2019, the patient's pump began to alarm. It was confirmed that the pump sound was consistent with an alarm. The pump was read and an alarm code of 8254 - non-critical low reservoir was identified. The consumer reported that the patient's pump refill was the day of the report and clarified that they had contacted the patient's healthcare provider (hcp) about the alarm. The hcp instructed the patient to come to the clinic to get their pump refilled, but the patient could not leave the hospital due to their symptoms. It was confirmed that the patient missed their scheduled refill. The consumer also reported that there was a suspected issue with the catheter as the patient was scheduled to do a dye study on the date of the reported. It was believed that the catheter issue began in the beginning of (B)(6). No out of box failures were reported. No medical or therapy problems associated with small part was reported. The consumer noted that the patient might be getting a new pump in a couple of months, but did not mention any allegation or dissatisfaction with pump longevity. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) and the pump and catheter were received for analysis. Per the pump logs, last updated (B)(6) 2019, the patient was receiving intrathecal fentanyl 870 mcg/ml at 530.11 mcg/day and bupivacaine 19.5 mg/ml at 11.882 mg/day via the implanted pump. No further complications were reported.